Event description:
L knee was replaced [total knee replacement]. Get a swollen reaction each time [swelling of l knee]. Bad reaction [unevaluable event]. Case narrative: this case is linked to (B)(4) (same patient, (B)(6) 2019 injection, right knee), and (B)(4) (multiple devices, right knee). Initial information was received from (B)(6) on 15-jan-2020 regarding an unsolicited valid serious case received from a patient via call center. This case involves an unknown age female patient whose left knee was replaced, she got a swollen reaction each time, and had bad reaction after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. On an unknown date (before 2017), the patient started using intra-articular synvisc one injections in left knee (hylan g-f 20, sodium hyaluronate) (lot, dose, frequency - unknown) for temporary replacement of synovial fluid. Information on batch number was requested. On an unknown date, after unknown latency, patient had swelling reaction each time after injection. Reportedly, she felt better after every injection even if she did get a swollen reaction each time but would last a day or two. She said before 2017, she was having the injections in both of her knees every 6 months. On an unknown date in 2017, after unknown latency, her left knee was replaced (assessed as medically significant), but she had a bad reaction. So, her doctor suggested to continue the injections for her right knee instead of doing a knee replacement surgery. (Other relevant tests included no lab date reported.) Final diagnosis was bad reaction, get a swollen reaction each time and left knee was replaced. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered / resolved on an unknown date for get a swollen reaction each time; as not applicable for left knee was replaced; unknown for bad reaction a product technical complaint was initiated and results were pending for the same.